Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment that the stylus was not working. It was found that the stylus cable was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was not working. The programmer was received into service. There was no patient involvement.